Manufacturer narrative:
A1 patient initials was unintentionally incorrect on the initial report. This report contains the corrected data.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to communicate with external devices. As a result, the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.